Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with injection reflin (intraperitoneally [ip], 2 grams, frequency and duration not reported) and fortum (ip, 2 grams, frequency and duration not reported). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event and the peritoneal dialysis effluent was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.